Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's demographics. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 350cc mentor memorygel breast implants and experienced postoperative bilateral rupture. The diagnosis was confirmed by a healthcare professional. Ultrasound performed on (B)(6)2019 revealed the bilateral rupture. The healthcare professional stated that the patient came in for a consult on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implants on (B)(6) 2019. This report is for the left prosthesis.

Manufacturer narrative:
On 12/3/2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample two areas of cracking siltex were observed in the posterior view. Within the areas of cracking siltex, a rupture was noted in each one. The tear a measuring approximately 1.0 cm and the tear b measuring approximately 5.1 cm . No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).